Manufacturer narrative:
The product was returned for analysis. Both haptics were broken-gusset area (not returned). The optic was scratched-rejectable. The optical resolution and focal length readings are acceptable. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 2/5/2008 by phone. This report was mailed to FDA on: 2/29/2008.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported poor distance vision. A yag laser procedure and vitrectomy were performed and no improvement in vision was noted. The lens was exchanged.